Event description:
During the initial reporting, the customer reported that the handpiece burned the patient's lip and cheek during surgery. During a follow up report, it was reported that the handpiece did not burn the patient, but the handpiece did heat up. There were no reports of any adverse patient or user event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. The handpiece was returned to the customer.